Event description:
One day post lead implant it was reported that the lead had dislodged as there was high thresholds, low r-waves, and no capture at max outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.